Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels; bg values were not provided. Infusion set changes were performed to address bg levels. No additional information was provided.